Manufacturer narrative:
Voluntary medwatch form mw5069436 received.

Event description:
It was reported that during a routine clinic visit, premature battery depletion was observed. The device was explanted and replaced.